Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at an unknown dose and fentanyl at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the pump was alarming and a motor stall occurred on an unknown date in 2017. A large amount of calcium was noted to be on the pump and was covering both the catheter access port and refill port. The surgeon scraped a majority of the calcium off during the replacement surgery on (B)(6) 2017. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed by the manufacturer and it was unknown if the healthcare provider (hcp) did troubleshooting. No symptoms were reported. The issue was noted to be resolved. It was unknown if there was a device issue, patient/therapy issue, or procedure issue related to the calcium covering the pump. The cause of the motor stall was not known. The pump was being sent back on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that motor stall was seen at initial interrogation. The hcp thought that the stall occurred 3-4 months prior to the elective replacement indicator (eri)/end of service (eos) date as it was due to be replaced within a year. The hcp stated that the patient almost died because of not getting the pump replaced soon enough. No further complications were reported.

Manufacturer narrative:
Analysis of the pump on (B)(6)2017revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. Analysis also revealed a lab failure regarding high battery resistance. As per the pump¿s log, the following medications were being administered via a simple continuous dose rate as of (B)(6)2017 : baclofen with concentration 3,000.0 mcg/ml at a dose rate of 627.6 mcg/day and fentanyl with concentration 625.0 mcg/ml at a dose rate of 130.75 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated there was a large amount of calcium-like material covering the entire pump that was explanted and returned for analysis. The rep believed the only device issue was the premature motor stall that was occurring causing it to alarm. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code is no longer applicable.

Event description:
The pump was returned to the manufacturer for analysis.